Event description:
Contact reported that eight months after acl repair with the mitek, rigidfix femoral and tibial cross pins, the pt had pain above the proximal tibial pin insertion site. A second procedure was done and a fragment from the tibial pin was removed. As surgical intervention occurred mitek is filling an MDR to document this event.